Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d314trm ICD, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged and had high threshold. The physician noted the dislodgement may have been due to lack of slack. The lead was capped and replaced. No patient complications have been reported as a result of this event.